Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "they accidentally dropped the pump on the ground and the tubing broke from the distal end of the pump." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation.the reported broke tubing issue was caused by the end user dropped the pump on the ground.

Manufacturer narrative:
On 02/01/2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation.the reported broke tubing issue was caused by the end user dropped the pump on the ground.

Event description:
On 02/01/2022, a distributor of infutronix reported a complaint on behalf of an end user: "they accidentally dropped the pump on the ground and the tubing broke from the distal end of the pump." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.